Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. It was stated that the insulin pump was alarming motor error multiple times during bolus attempts. The insulin pump was not exposed to high magnetic fields, and was not dropped or exposed to moisture. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. It was reported that the cannula was bent when the infusion set was removed. Advised the caller that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.